Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked, and the pump was experiencing an intermittent-power issue. Also, it was reported that the yellow o-ring of the battery cap was visible at the time of the power interruption. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/21/2014 with the following findings: several inexplicable reboot events, which can be indicative of a power issue, were observed in the black box data. The battery compartment was cracked in the thread area, and the threads of the returned battery cap were stripped; these two device failures indirectly contributed to the reported intermittent-power issue. The returned battery cap was unable to secure to the pump per the instructions for use (IFU); this device failure directly caused the reported intermittent-power issue. The reported intermittent-power issue was duplicated during the analysis. A test battery cap was used for the remainder of testing. The pump was exercised for 24 hours, during which no power-related events were observed. The pump case was removed, and no evidence of internal damage or defect was found. The following device failures are related to the reported intermittent-power issue: evidence of moisture ingress was found inside of the battery compartment. The pump failed a leak test due to the battery compartment damage. Unrelated to the reported intermittent-power issue, the display screen was discolored due to an unidentified display failure.